Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using new tandem-provided usb cable and wall adapter. There was no reported adverse impact to the customer.